Event description:
It was observed during device inspection "the adhesive part of the objective lens has peeled off". There was no patient involvement on this reported.

Manufacturer narrative:
The device was evaluated and as stated in section b5 , inspection found the adhesive part of the objective lens has peeled off. The root cause of the peeled adhesive cannot be conclusively identified. Based on investigation, the reported issue probable cause could be due to damage or deterioration of parts. Olympus will continue to monitor field performance for this device. A supplemental report will be submitted when or if additional information becomes available.